Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device with 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at time of enrollment the patient presented with an acute thoracic aortic dissection type b. The dissection was considered life-threatening due to aortic rupture. The patient experienced back/chest pain and hypovolemic shock prior to the index procedure. On (B)(6) 2017 (one day pre-procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel and no calcification > than 50% of circumference. No vessel wall thrombosis in aortic necks > 50% of circumference was observed. The maximum aneurysm diameter was 55 mm. The proximal neck diameter was 28 mm and the proximal neck length was 30 mm. The distal neck diameter was 28 mm. Proximal start of false lumen was zone 3. Most distal extend of false lumen was thoracic. There were re-entry tears visible. The false lumen was partially thrombosed. On (B)(6) 2017 the patient underwent surgery due to his thoracic aortic dissection type b. Following component was implanted successfully during the index procedure: ¿ one proximal component (catalog # zta-p-32-155, lot # e3402075) lsa wasn¿t covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 3. Following additional procedures was performed during index procedure: ¿ left thoracotomy for hemothorax. No reportable adverse events were observed. On (B)(6) 2017 (53 days post-procedure), the one month follow-up imaging was performed. It revealed a maximum aneurysm diameter of 60 mm. The total length of covered aorta was 155 mm. False lumen status was partially thrombosed at level of stented segment of the aorta and completely thrombosed above stented segment of the aorta. There was no progression of the dissection. There was evidence of a type 1a endoleak. The location was noted as ¿after lsa, on the top¿. Furthermore there was evidence of an existing false lumen perfusion with the source being residual flow over primary entry. There were no observations of stent graft migration or collapse of the proximal component. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investgational findings: according to the IFU the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations having dissections or ruptured aneurysm. Subsequently, this device was used outside of intended use. This complaint concerns a acute type b dissection with aortic rupture. The 53 days post-procedure CT scan revealed a type ia endoleak, which did not result in a new clinical event or intervention. However, no imaging or information regarding sizing, sealing, anatomic elements etc. Was provided, why it was not possible to determine the root cause of the reported endoleak. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.